Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated carcinoembryonic antigen (cea) test result and a falsely elevated total human chorionic gonadotropin (thcg) test result were obtained on different patient samples. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the base solution dispense pump, resolving the issue. The cause of the falsely elevated cea and thcg test results was the base solution dispense pump. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely elevated carcinoembryonic antigen (cea) test result was obtained on an atellica im 1600 instrument on one patient sample. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 instrument and a lower test result was obtained. The repeat result was reported as the correct result to the physician(s). A falsely elevated total human chorionic gonadotropin (thcg) test result was obtained on an atellica im 1600 instrument on a second patient sample. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 instrument and a lower test result was obtained. The repeat result was reported as the correct result to the physician(s). The same sample was repeated in duplicate on a third atellica im 1600 giving results that matched the first repeat result. It is unknown if the test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea and total hcg test results.